Event description:
It was reported that the lead was attempted to be implanted but not used. Upon exercising the lead on the operating table, the helix of the lead would not extend. A new lead was used to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the distal conductor of the lead was extrinsically over-rotated, visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.